Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A voluntary medwatch report was received indicating the treatment entered value dropped the plus sign, therefore it was unclear if hyperopic or myopic treatment was being applied. The nurse who completed the form indicated a serious injury occurred that required intervention; however, no additional information was provide to indicate the type of injury or intervention.

Manufacturer narrative:
Based on user manual it is normal that the plus sign disappears in this laser system. Only the minus sign appears. There was no malfunction of the system. The user manual shows the user must check if all data have been entered correctly. The correction type in treatment plan shows different colored visualization for better determination. (Myopia and myopic astigmatism: yellow; hyperopia and hyperopic astigmatism: magenta; astigmatism and mixed astigmatism: white). Therefore the user must be aware which type of correction will be performed. The root cause is user handling. (B)(4).

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).